Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) level; cause was not known. Bg value was not provided. Paramedics were called and the customer was treated with glucose injections and unspecified intravenous fluids. In addition, the customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump did not enunciate low blood glucose alerts, despite the pump volume being set to "high". Customer declined to further troubleshoot with tandem technical support and continued to use the pump for insulin therapy.